Event description:
A motor stall was noted in the event logs with no motor stall recovery noted. It was reported that the patient had another stall 1 month ago but the health care provider (hcp) attributed it to the patient being in the hospital, potentially near something magnetic. The hcp reported another stall (B)(6) 2012 and no apparent recovery as yet. A pump replacement is being planned.

Event description:
Additional information: a confirmed motor stall and motor stall recovery was recorded in event logs. The motor stall was caused by the patient having an MRI or other medical procedure. It was indicated that the patient had an MRI on (B)(6) 2012 and the following day another motor stall occurred with no recovery in the event logs. The health care provider reprogrammed the pump and restarted it. The patient was asymptomatic.

Event description:
Additional information: the patient heard the pump alarming and visited the hcp. Several pump motor stalls were noted; the most recent stall did not recover. The pump was replaced (B)(6) 2012. The pump was programmed to deliver dilaudid 11mg/ml at a dose of 5.006 mg/day.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly. The catheter was incomplete/returned in segments; acceptable testing, no significant anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8709sc, sn# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012. Initial MDR was submitted under MFR report # 3007566237-2012-00730. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.